Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 4 and 24 hours. The patient reports having pain at the pod infusion site. The patient removed the pod from the insertion site prior to seeing their doctor. Once at the doctors office the patient was prescribed an antibiotic to be taken 3 times daily for 10 days. The patient was able to apply a new pod. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.